Event description:
It was reported that the user experienced a high glucose alert on the ilet and a change insulin alert, and subsequently discovered the insulin cartridge had been removed, resulting in interrupted insulin delivery; troubleshooting addressed the infusion set and cartridge, and the user wears a contact detach infusion set. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and education with the user regarding cartridge replacement and resumption of insulin delivery. Investigation of this case revealed user error due to operating the pump without an insulin cartridge in place. It was concluded that the device functioned as designed and that the event resulted from user error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.